Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician intended to use an evercross 035 pta balloon with a 6fr sheath and a 0.035 guidewire during treatment of a 120mm fibrous lesion in the patients right mid distal superficial femoral artery (sfa). Moderate vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited 70% stenosis. Artery diameter reported as 5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. An inflation device was used with no issues noted during inflation. Contrast inflation fluid was used. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device and the balloon did not detach during the event. The device was slow to deflate at the lesion site. Deflation took 40 seconds. A circumferential/radial balloon burst occ urred at 7 atms. No vessel injury noted. A replacement non-medtronic balloon of the same size was used to complete the procedure. No patient injury reported.